Event description:
It was reported that during a laparoscopic sigmoid resection and rectopexy procedure, the staple line was not complete. The procedure was completed by hand-suturing. There was no pt consequence.